Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported a defective g3 target device.

Manufacturer narrative:
***Please note correction to d9/h3, h6 method, results and conclusion codes. The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received target device showed normal signs of usage evident from the scratch marks. No other visual deformation was observed throughout the device. The functional test was carried out by sample nail and sample lag screwdriver in which lag screwdriver was passed through the proximal drill hole without any misalignment or jamming which indicates that the device is fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing, or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. As stated in the instructions for use: ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry¿ based on the investigation, the root cause was attributed to a user related issue since the device is found to be fully functional during inspection. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported a defective g3 target device.

Event description:
The customer reported a defective g3 target device.

Manufacturer narrative:
Please note correction to h6 device, method, results and conclusion codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. As stated in IFU ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry¿ more detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.